Event description:
It was reported that device contamination occurred. A 16 x 2.50 promus premier drug-eluting stent was selected for the procedure. Promus premier drug-eluting stent was selected for use. However, it was found that the internal package was leaking, and the device sterility was compromised. The procedure was completed with another of same device. There were no patient complications reported. And the patient was stable following the procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). The device was returned for analysis. The device was received inside its protective hoop inside its opened outer box. The closure strip had been opened and the inner pouch was not received for analysis. The device was removed from its protective hoop and an examination of the device identified the following. A visual and tactile examination identified multiple kinks along the hypotube and identified no damage to the distal extrusion. A microscopic examination of the distal extrusion identified evidence that the device was used/prepped. There were traces of contrast media inside the inflation lumen. The balloon material identified no damages. The balloon was tightly folded. The crimped stent identified no damages. The tip identified no damages.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that device contamination occurred. A 16 x 2.50 promus premier drug-eluting stent was selected for the procedure. Promus premier drug-eluting stent was selected for use. However, it was found that the internal package was leaking and the device sterility was compromised. The procedure was completed with another of same device. There were no patient complications reported. And the patient was stable following the procedure.